Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The clinician suspected the discriminator in the device had not properly withheld therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.(B)(4).